Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that insulin pump rejected the battery. The customer also stated that rewind takes longer. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specifications and passed rewind test, self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit, failed battery test alarms or rewind anomaly noted during testing. (B)(4).